Manufacturer narrative:
Correction: e1 - initial reporter.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.